Event description:
As reported to the chinese agent: the "professor said the patient was a female about 50 years old. After gallbladder surgery, the pca device was hooked up for post-surgical pain control. About 1/2 hour after the patient was returned to the ward, her relative found that her face was purple, and she did not seem to be breathing. The relative notified the doctor immediately. The doctor and the anesthesiologist arrived within 3 minutes. At that time, they found that the patient's blood pressure was 0, and the heart rate was 20 minutes. The patient was diagnosed as fentanyl overdose and rescued with fentanyl antagonist. After 20 minutes, the patient started spontaneous breathing, and other vital signs also started to recover. The rescue was successful. "Evidence supporting diagnosing the patient as fentanyl overdose: according to the professor, 12 ampules of fentanyl was placed in the pca fluid bag. When the accident happened, the fluid bag was almost empty. All the fluid was infused into the patient through the cassette in about 30 minutes. The symptoms were also consistent with fentanyl overdose. Rescue with fentanyl antagonist was effective. W